Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's pacemaker was exhibiting premature battery depletion and a low voltage output issue. It was further noted that the electrograms from the pacemaker were missing. No intervention was performed. There were no patient consequences.